Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.